Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead.

Event description:
The consumer via the manufacturer representative reported that the patient's percutaneous leads were replaced with a paddle lead on (B)(6)2016 for an unknown reason. Additional information was received from the healthcare professional regarding the reason for lead revision and any patient symptoms experienced prior to the lead revision. The healthcare professional reported that the reason for lead revision was lead migration. Reported patient symptoms experienced prior to lead revision included back spasms. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.